Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump died and ran out of batteries. The customer's blood glucose was 300 mg/dl. The customer reported that insulin pump died ran out of batteries and meter was no longer communicating with the insulin pump. The customer stated that the meter was giving unable to send blood glucose 300 mg/dl due to insulin pump being off. The insulin pump will be returned for analysis.